Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and displacement test. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip and stained address or serial number label. Device passed the displacement test, self test and a21 alarm test. No unexpected a21, a17 alarm and a24 anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer reported they were able to clear the alarms. Customer reported insulin pump did require rewind. Customer able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.